Manufacturer narrative:
Date of the event (B)(6) 2019 is an estimate. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with an implantable neurostimulator (ins) for parkinson's disease and movement disorders. It was reported that the patient as a rechargeable ins implanted in (B)(6) 2017, and patient has been having difficulty charging the ins. The issue started about 6 months ago. It was stated that the patient is in a nursing home and the caller has been charging for the patient. It was indicated that caller knows where to place the antenna and she puts it directly over ins. Patient gets no coupling. Sometimes one day patient gets no bars and the next day they will get 8 bars. Even when patient gets 8 bars, it takes forever to charge. Patient only got it charged to full once. Caller spoke with a health care provider (hcp) yesterday who told them that the ins recharger (insr) needed to be replaced every other year. It was reviewed for the caller that poor coupling might not be caused by insr. It was reviewed that troubleshooting with the patient was needed. Patient was offered to try a new insr antenna and call back for more troubleshooting if the new antenna does not resolve it. No patient symptoms reported.